Event description:
It was reported that "an incident occurred in the maternity ward. The needle wing did not stay in place. The water syringe was leaking from the rear of the plunger. The needle and syringe were discarded. Difficulty performing epidural placement due to poor hand positioning on the wing and impaired perception of resistance. Epidural successfully placed after use of a new kit."

Manufacturer narrative:
(B)(4).